Manufacturer narrative:
H.6. Based on additional information received, the device code of c76126 no longer applies. The code of c63093 now applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that their device was shocking them. No adjustments on notes were left about the shocking feeling. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence and urgency frequency. The patient mentioned she has lost control of her bowel and does not know if it was caused from the device or not. Support link advised the patient to please contact her clinician with questions regarding medical advice or if she has questions about her health. Couple days later patient stated that on the first day of her evaluation she loss control of her bowels and has been wearing adult diapers since then just in case it happens again. Patient stated that she leaked directly after the adjustment. Patient stated that she does feel she is emptying her bladder completely since the adjustment. No diagnostics/troubleshooting performed. No interventions/actions were taken. There were no further complications reported.